Event description:
Immediately after treatment, there was no abnormal reaction in skin tissue. On (B)(6) 2022, treatment area of right side had small blisters.

Manufacturer narrative:
The console data was reviewed and no issues were found on the device that would have caused burns or blisters.